Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-38 alarm was identified during functional testing and the review of the alarm log. In addition, damaged battery was found during functional testing. The cause of the reported condition was determined to be damaged force sensing resistors (fsrs). To correct the condition, the fsrs and battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have an f-38 alarm (malfunction in tube misloading detection circuitry). This occurred prior to use, so there was no patient involvement. No additional information is available.